Event description:
It was reported that the patient cable of the mobile power unit was loose near the connectors. It was also noted that the battery door was cracked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the mobile power unit patient cable and damage to the battery door cover were confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The patient cable sleeving was observed to be loose near the connectors and the battery door cover was observed to be cracked. The system was able to boot up as intended and was able to function with no issues. The patient cable and battery door were replaced, and the device was able to pass all stages of testing. The device was placed in the abbott rental pool after servicing. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.